Event description:
The user facility reported that during a ptca procedure, the tip of the guidewire sheared off inside patient. Follow up information confirmed that the guidewire was being used with a metal introducer and no resistance was encountered. Detachment occurred during removal. Additional event specific information was not available.